Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted during testing. The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button was sticking. The customer also reported that they received a battery out limit alarm. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.